Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
Investigation results indicate that the router experienced excessive force and heavy metal contact. The router broke due to aggressive use and contact with metal. The IFU 's of attachments associated with this device has the following warning: "excessive pressure, such as bending and prying, may cause the attachment and/or the router to bend or fracture". The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.